Event description:
It was reported that the patient had impaired wound healing and was prescribed doxycycline. It was also noted that the patient experienced significant pain and had to go to the emergency room (ER).